Manufacturer narrative:
The device has been returned to glidewell, however, it has not been received by complaints team department for analysis. A non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot #6075883 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot#6075883 available for review. Investigation methods/results: product was noted to have been shipped by customer; however, the device has not been physically accounted for and sent to the complaint's team for analysis. Therefore, it is presumed lost at this time, CAPA 2024-005 was opened for RMA lost product. The non-visual device investigation has been completed. Root cause: "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." The manufacturer internal reference number is: comp-(B)(4). CAPA (B)(4).

Manufacturer narrative:
Correction: c (suspect product): the previous report inadvertently left this field blank, so the g4 was reported as a combination product. D9, h3, h6 (investigation finding, type of investigation). Additional information: g1, h6 (investigation conclusion). CAPA 24-005. CAPA ca-00016. The manufacturer's internal reference number is (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone quality is type ii and their oral hygiene is unknown. Patient does not have a relevant medical or dental history. On (B)(6) 2020, the patient presented for a primary procedure on tooth # 19. A prosthetic restoration was done on (B)(6) 2021. On (B)(6) 2024, the patient returned with inflammation, infection, and abnormal bone loss around the implant. At that time, the provider explanted the device due to loss of osseointegration and the implant was not replaced. The patient's symptoms resolved after implant removal.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).